Manufacturer narrative:
Upon further investigation of the patient sample, an interfering factor against the idiotype of the monoclonal antibody of the ft3iii assay was confirmed. This interference is covered in product labeling: labeling states, "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design." For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings. No product problem could be found.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with elecsys ft3 iii on two cobas 8000 e 801 module analyzers, a cobas 8000 e 602 module, and a cobas e 411 immunoassay analyzer. The values measured with these roche analyzers did not compare to measurements obtained on a siemens centaur analyzer. Measurements performed at the customer site were reported outside of the laboratory to a physician. The samples were initially tested on the customer's e 801 analyzer on (B)(6) 2020. The samples were repeated on a siemens centaur analyzer. The samples were also provided for investigation where they were tested on an e 602 analyzer on (B)(6) 2020 and on a second e801 analyzer and e411 analyzer on (B)(6) 2020. The serial number of the customer's e 801 analyzer is (B)(4). The serial number of the e 602 analyzer used for investigation is (B)(4). Ft3 reagent lot number 425531, with an expiration date of 31-aug-2020 was used on this analyzer. The serial number of the e411 analyzer used for investigation is (B)(4). Ft3 reagent lot number 425531, with an expiration date of 31-aug-2020 was used on this analyzer. The serial number of the e 801 analyzer used for investigation is (B)(4). Ft3 reagent lot number 404623, with an expiration date of 31-jul-2020 was used on this analyzer.